Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 85% stenosed distal left main artery. A 3.5 x 18 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, the balloon was twice pressurized to 14 atmosphere (atm), but did not inflate; it may have been caught in the stent strut. The sds may have met resistance but was removed from the anatomy without issue. Outside the anatomy, the sds was successfully inflated/deflated. Another 3.5 x 18 mm xience xpedition stent delivery system was successfully used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual inspection was performed. The inflation issue and difficult to remove were not able to be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.